Event description:
In this event it was reported that an osseospeed implant was removed due to a suspected metal allergy. According to the info provided, the pt has known allergies to "some metals in earrings," but no allergy testing was performed for confirmation.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.